Manufacturer narrative:
Unit was received with normal operating currents. Also passed self-test, error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 pounds during prime test due to faulty sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 368 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.